Manufacturer narrative:
Qn #(B)(4).

Event description:
It was reported that "the pump had been plugged in at the base before transport. Patient transport took 1.5 hours to go from worcester to boston and said the pump was plugged in the truck the entire time. While transporting patient within the hospital the pump gave the "25 minute alarm then the 10 minute alarm and then the 5 minute alarm and lost power 2 minutes later". Patient condition reported as "no change in stability".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of battery failure is not confirmed. Returned for investigation was a battery. The sample was dropped off by the field service agent. Visual inspection of the battery was performed, and no abnormality was noted. The battery was installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The batteries were then left to charge in the iabp for over 9 hours. The full charge of batteries was 13.3 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The iabp alarmed "less than 20 minutes remaining" after approximately 74 minutes when running on battery power. The iabp alarmed "less than 10 minutes remaining" after approximately 84 minutes when running on battery power. The iabp alarmed "less than 5 minutes remaining" after approximately 93 minutes when running on battery power. The total battery runtime was approximately 100 minutes. The pump passed the battery load test. Note: per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac2 be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record review was performed, and no relevant findings were identified. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the pump had been plugged in at the base before transport. Patient transport took 1.5 hours to go from worcester to boston and said the pump was plugged in the truck the entire time. While transporting patient within the hospital the pump gave the "25 minute alarm then the 10 minute alarm and then the 5 minute alarm and lost power 2 minutes later". Patient condition reported as "no change in stability".